Event description:
Event description cpi received information that this implantable pulse generator (ipg) was displaying the elective replacement time (ert) indicator. The patient had recently been through surgery. The ert indicator was cleared and the ipg operated appropriately. Cpi physician's manual #354335-001 a, page 4 states: electorsurgical cautery may cause asynchronous or inhibited pulse generator operation.